Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was discontinued for use due to new design and not been able to talk. There was no patient harm.